Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2017-01297. It was reported the patient underwent an scs system trial which was completed without any incident. However, during recovery the patient began experiencing pain in the right paraspinal region. The patient was given fentanyl but the pain resisted. Reportedly, the physician did not observe any indication of anything wrong with the scs system and determined the issue was caused by muscle spasms. Subsequently, the physician decided to remove the leads and abandoned the trial. The patient was given additional fentanyl and began feeling slightly better.